Event description:
#Medwatcher #(B)(4). Severe pain and cramping from day one, headaches, fatigue, pain is in my hips, legs and lower back, I have gotten a rash and I am on 4 different pain pills to get through the days and nights. I've had bleeding since the essure implants some heavy days some not.